Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA with no defined claim. However, the device was found to have damaged component - bearings after servicing it. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. No add'l info available.